Event description:
It was reported during a scheduled retrieval of an ivc filter, the marker band on the recovery cone retrieval system detached and moved to the pt's heart. The access site was predilated with 10f and 11f sheaths. The filter was removed without incident. The marker band was identified in the analysis of the tricuspid valve. The pt was then transferred to another facility. Once transferred to the other facility, additional imaging identified the marker in the distal right pulmonary artery. The retrieval attempt proved unsuccessful. The pt is asymptomatic.

Manufacturer narrative:
The lot number has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.